Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a day of the implant procedure, the lead had no capture. It was determined that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.